Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored 3 days with multiple boluses; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was able to download to carelink pro properly and matched all bolus delivered were found at the carelink report. No bolus anomaly noted during our testing. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went to her health care provider on monday and they used carelink to download but her boluses were not transmitting. Customer stated that they were missing the carb input. Customer clarified that she does not upload at home and only at the health care provider's office. Customer was going through the bolus history and the most recent boluses are for a set amount with no bolus wizard details. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.